Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient experienced pain accompanied by dizziness as well as performance decrement which could not be resolved, resulting in a decision to explant the device. The device was explanted on (B)(6), 2014; during the same surgery the patient was re implanted with a new device. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.

Manufacturer narrative:
Correction: the serial number of the device is (B)(4); not (B)(4) as previously reported.